Event description:
The customer reported that the hv cable was damaged. No patient injury was reported.

Manufacturer narrative:
The ge rep repaired the hv cable assembly. The system was then checked and is now working as intended.